Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures , alarmed during self test and was confirmed in pump history file due to cracked solder joint at pin 1 of the ambient light sensor. The audio tone or vibrate feature on the insulin pump functioned properly during testing. No audio or vibrate anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received audio anomaly. The customer¿s blood glucose level was 5.6 mmol/l. Customer stated that they failed audio test. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.